Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient received a competitors right ventricular assist device (rvad) that was implanted on the same implant date of the left ventricular assist device (lvad) due to right ventricular (rv) failure. It was stated that pump thrombosis was suspected as of (B)(6) 2018 due to power increase with a maximum of 6,8watts (2900rpm). It was also stated that the hemolysis parameters also increased. It was further stated that the acoustic measurement showed a 3rd harmonic (no high peak and no following harmonics) and decision for a lysis therapy was made on (B)(6) 2018. After another lysis on the (B)(6) 2018 the pump values got a bit better to the upper normal values. The 3rd harmonic could be shown, but was not significant. During the day the hemolysis parameters increased again, which lead to the patient to receive another lysis therapy. It was stated that the patient had diffuse bleeding and that hemorrhagic shock occurred. On (B)(6) 2018 the patient was stated to have expired and on the same day the pump was explanted. The site performed it¿s on pump analysis and stated that they found ¿thrombolytic material on one of the 4 shrouds and sander marks on the bottom of the rotor. It was stated that the site was noticed that the pump should be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: conclusion: the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2018. Nineteen (19) high watt alarms and 41 low flow alarms have been logged since (B)(6) 2018. Of note, it was reported that the patient received lysis treatment after which the power and flow were consistent with the treatment. However, the patient expired and examination of the explanted pump by the site revealed thrombolytic material inside the pump and sander marks on the bottom of the impeller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The low flows may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering the high watt alarms. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In addition, the product event summary is corrected to indicate that the device was explanted by the site. If information is provided in the future, a supplemental report will be issued.